Event description:
It was reported that the user experienced a low blood glucose event at 68 mg/dl, treated with oral carbohydrates, and later reported a blood glucose of 73 mg/dl; the agent advised not to announce the meal until the low resolved and to allow the pump to correct if hyperglycemia occurred. Customer care provided support that included user coaching on appropriate hypoglycemia management. Investigation of this case revealed that the event was consistent with hypoglycemia with an unclear cause, and device malfunction was not identified. Symptoms included feeling ¿out of it.¿ outcomes included on-call troubleshooting without medical intervention. It was concluded that the device operated as designed and that user education on treating lows prior to announcing meals was reinforced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.